Event description:
Dr noticed what appeared to be a small metal fragment in pt during neuro procedure. He tried to retrieve it with a grasper but, it was microscopic in size and he was unsuccessful. Procedure complete. Dr is not scheduling another procedure to retrieve piece.